Event description:
Unable to advance the contrawire. The superior attachment system was unable to achieve a seal. A palmaz stent implantation was used to resolve leak. Stents were placed bilaterally to improve flow.